Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On an unspecified date, customer had mobile monitor results 23.0 mmol/l and within 10 minutes 5.8 mmol/l. On (B)(6) 2015 customer had mobile monitor results 22.4 mmol/l within 10 minutes 7.8mmol/l. On an unspecified date, customer had mobile result of 22.0mmol/l, aviva result 5.6mmol/l. No adverse event was reported. Monitor and strips replaced, products requested for return.